Event description:
It was reported that during a cystectomy procedure, the stapler misfired during the procedure. The case was completed with another device of the same product code. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the firing mechanisms damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was dissembled to verify the condition of the internal components; the firing trigger teeth and the trigger post were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the information provided, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.